Manufacturer narrative:
The device was returned intact and functional; the device weighed 1.2g over specification. D8 & d9 updated.

Event description:
Capsular contracture baker grade 3 on left device.